Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Two of the logfiles were unable to be read. The readable log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issue remains unknown.

Event description:
During a radio frequency ablation of an accessory pathway (wpw) at the border of the right atrial posterior septal / right atrial mid septal location a non conducted p wave was observed. Transient junctional beats were observed followed by p wave conducted pre-excited qrs beats. Testing showed there was minimally decremental pathway conduction over the accessory pathway but no conduction through the normal avnode. Isuprel was given without any indication that the avnode was still conducting. After a thirty minute waiting period, the case was cancelled.